Manufacturer narrative:
The calcium reagent lot number was 822631. The reagent expiration date was requested, but not provided. The field service engineer performed a full re-tubing of the instrument and decontaminated the vacuum bottle as a large mass had formed. The reagent and sample flow paths were decontaminated. Probes were replaced and adjusted. Precision studies were performed and recovered within specifications. The customer replaced all reagents, calibrators, and controls. The investigation determined the service actions resolved the issue. A specific root cause could not be determined as several actions were performed in parallel. Medwatch field e1 initial reporter establishment name - the full name was provided as "royal london hospital clinical biochemistry 4th floor pathology and pharmacy building".

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with calcium gen.2 on a cobas 8000 c702 module. The first sample initially resulted in a calcium value of 1.54 mmol/l. The sample was automatically repeated, resulting in a value of 2.16 mmol/l. The second sample initially resulted in a calcium value of 1.6 mmol/l. The sample was automatically repeated, resulting in a value of 2.21 mmol/l.